Manufacturer narrative:
Co has completed the investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Visual examination of the meter and returned test strips noted scratches and dirt on the meter optics and discoloration of the test strips. In addition, the meter returned with a calibration code of 10, while the labeled calibration code of the reported test strip lot was 7. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, or some unk anomaly. At this point the investigation of this matter is closed.

Event description:
On 10/23/ at 6/a, the pt obtained a fasted meter reading on her meter of 66 mg/dl. Based upon this reading, she drank orange juice and ate a regular meal, however, she did not take her insulin. She reported that she did not feel well and fell back asleep. At 4:30/p, she tested her blood again with a result of 66 mg/dl. She ate candy and drank orange juice. Concerned, she contacted her physician who advised her to consume sugar with orange juice and to call in 30 minutes. She contacted her physician after obtaining a meter reading of 56 mg/dl at 11/p. She was advised to go to the hosp, where at 11:30/p a hosp meter (brand unknown) reading was 477 mg/dl. The pt was treated with IV solutions with insulin and released at 4:45/a on 10/24. The meter is not cleaned according to MFR's recommendations, alcohol is used to clean the meter optics. The product's instructions for use state that alcohol can damage the meter optics. In addition, quality control tests are not performed, thus, calibration status is unknown.